Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and the sensor plug is properly seated, and no physical damage is observed on the sensor patch. Sensor state is 3 which is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. No failure modes were observed upon visual inspection of the plug assembly. Accuracy test passed and the poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a sensor scan result of 93 mg/dl compared to a reading of 212 mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute) and the length of sensor wear was 1 day. The customer did not report experiencing symptoms and received hcp administration of fast active glucose for treatment. There was no report of death or permanent impairment associated with this event.